Event description:
On (B) (6) 2009 the pt reported that, although it is currently correct, she has had to "correct" the time setting and basal rates on her insulin infusion device a couple of times. She said that a few months ago she removed her device battery and the device screen went blank. She inserted a new battery and the time and basal rates had been erased. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.